Manufacturer narrative:
As reported, a hematoma that was >6cm and pseudoaneurysm was found after using a 6f/7f mynx control vascular closure device (vcd). One hour of manual compression was used. An ¿echo¿ was performed to confirm that there was no inflow of blood into the pseudoaneurysm, and pressure immobilization was performed. A coronary angiogram (cag) was performed for an ischemic lesion. This resulted in a percutaneous coronary intervention (pci) of the right coronary artery (rca) which had a 90% stenosis. The vessel was dilated to 25% with an unknown drug coated balloon. The device was used and hemostasis was achieved at the right inguinal puncture site. The procedure was completed without any problem and the patient was returned to the ward. A few hours after the procedure was completed, the patient was constipated and used a toilet insert to defecate in bed. After moving her body, a hematoma at the puncture site was confirmed. The patient¿s discharge schedule was postponed and evaluation to confirm hemostasis was performed. The ¿echo¿ confirmed no pseudoaneurysm, hematoma, or other abnormalities at the right inguinal puncture site. The patient¿s blood work revealed a decreased serum hemoglobin (hb) level related to the pseudoaneurysm. A thoracoabdominal computerized tomography (CT) scan confirmed no bleeding except at the puncture site on the right thigh. Blood was drawn and it revealed elevated hb. The patient was discharged after confirming that there was no new abnormality at the puncture site. The procedure that was done was a coronary angiogram (cag) and a percutaneous coronary intervention (pci). The femoral site was not accessed prior to the case. Anticoagulants, antiplatelets and thrombolytics were used. The activated clotting time (act) was 348s. The patient¿s platelet count was 1/30 15.1 x10000/¿l, 1/31 16.9 x10000/¿l 2/1 13.3 x10000/¿l. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The procedure used a retrograde approach. A non-cordis 5f and non-cordis 6f sheath were used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was the common femoral artery (cfa). The vessel diameter was 7.7mm. There was no vessel tortuosity. There was calcification present in the vessel. The user was in training of the device. The device was stored, prepped and used according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. Pseudoaneurysms and hematomas are common procedural complications and are listed in the product¿s instructions for use (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, patient factors (hematoma developed after patient movement), vessel factors (calcification was present in the vessel), and/or handling factors (physician was in training) likely contributed to the bleeding events reported. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the safety information in the IFU, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, the IFU states, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ based on the information available for review, there is no indication that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a hematoma that was >6cm and pseudoaneurysm was found after using a 6/7f mynx control vascular closure device (vcd). One hour of manual compression was used. An ¿echo¿ was performed to confirm that there was no inflow of blood into the pseudoaneurysm, and pressure immobilization was performed. A coronary angiogram (cag) was performed for an ischemic lesion. This resulted in a percutaneous coronary intervention (pci) of the right coronary artery (rca) which had a 90% stenosis. The vessel was dilated to 25% with an unknown drug coated balloon. The device was used and hemostasis was achieved at the right inguinal puncture site. The procedure was completed without any problem and the patient was returned to the ward. A few hours after the procedure was completed, the patient was constipated and used a toilet insert to defecate in bed. After moving her body, a hematoma at the puncture site was confirmed. The patient¿s discharge schedule was postponed and evaluation to confirm hemostasis was performed. The ¿echo¿ confirmed no pseudoaneurysm, hematoma, or other abnormalities at the right inguinal puncture site. The patients blood work revealed a decreased serum hemoglobin (hb) level related to the pseudoaneurysm. A thoracoabdominal computerized tomography (CT) scan confirmed no bleeding except at the puncture site on the right thigh. Blood was drawn and it revealed elevated hb. The patient was discharged after confirming that there was no new abnormality at the puncture site. The procedure that was done was a coronary angiogram (cag) and a percutaneous coronary intervention (pci). The femoral site was not accessed prior to the case. Anticoagulants, antiplatelets and thrombolytics were used. The activated clotting time (act) was 348s. The patient¿s platelet count was 1/30 15.1 x10000/¿l, 1/31 16.9 x10000/¿l 2/1 13.3 x10000/¿l. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The procedure used a retrograde approach. A non-cordis 5f and non-cordis 6f sheath were used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was the common femoral artery (cfa). The vessel diameter was 7.7mm. There was no vessel tortuosity. There was calcification present in the vessel. The user was in training of the device. The device was stored, prepped and used according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
-Additional information is pending and will be submitted within 30 days upon receipt.